Event description:
Per the clinic, the patient experienced bleeding, infection and a loss of osseointegration with the device.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (date and duration not reported).